Event description:
During a procedure to coil an aneurysm, the subject guidewire "broke apart" proximal to the target site. The pt's anatomy was reported to be very tortuous and excessive force was used while trying to get to the target site. The device was retrieved with a snare. It was reported that the pt's current condition is ok.